Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed via review of device printouts. It was noted that the device operated as programmed. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. Reprogramming the device was planned. The following day, the device was explanted due to eri.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.